Manufacturer narrative:
It has to be stated firstly that the affected device was a primus infinity empowered and not a primus as initially reported. According to the log records, the power-on-self-test (post) performed in the morning on the date of the reported event (B)(6) 2017 was successfully completed. The reported ventilator failure could be comprehended on the basis of the available log file records and occurred directly after automatic ventilation was started at 14:02 that day. The ventilator detected a wrong motor position and reacted as specified with an autonomously shutdown of the ventilator accompanied by an audible and visible ventilator fail alarm while autonomously changing to manual ventilation (man/spont). The possible causes for a blocked ventilator motor respectively an encoder check error are manifold. As no further entries regarding a possible root cause were found in the logs some device-related error sources could be excluded so that finally a mechanical blockade e.g. Caused by a foreign body inside the piston, a wrinkled diaphragm or an unintended contact between the moving piston and the ventilator housing were determined to could have caused the motor stop. The device has been replaced at customer site.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported when switched from manual to ventilator mode that the screen stated: "ventilator failure. Manual ventilation possible." No patient injury reported.